Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. However, the user said that the drive wire cable disconnected which prohibits the handle from deploying the clip. This is most likely the cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the cook area rep based on comments made by the user. The physician was clipping in the stomach after performing an endoscopic mucosal resection (emr). The clip was able to grab the tissue and the physician attempted to release the clip by squeezing the handle, but the inner wire became disconnected and was protruding at the handle. This prevented full release of the clip. The physician was able to release the clip after they maneuvered the inner wire that was protruding at the handle. (See MDR 1037905-2012-00001) another clip was used and the same observation was made. (See MDR 1037905-2012-00002) the procedure was completed by using a different clipping device. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.